Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button issues and insulin pump had to press buttons more than once to work. Customer¿s blood glucose level was unknown. Customer also reported that the insulin pump had random no deliveries when had low reservoir, random unexplained no delivery once and to rewind more than once during reservoir change. The device will not be returned for analysis.